Event description:
It was reported that the insulin pump had an unresponsive keypad and the device had alarmed an error. The customer's blood glucose was 60 mg/dl, which was treated with food and candy bar. The customer's last blood glucose was 160 mg/dl. The caller also stated that, a week prior to the phone call, there was a problem with the sensor, it was not connected to the insulin pump because the sensor was broken. The issue was resolved. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.